Manufacturer narrative:
Damage to the active electrode under the silicone overmold, as might be caused by an external mechanical impact, was determined to be the root cause of device failure. Other damage found during investigation is most likely related to the removal surgery. The problems given in the recipient report appear to match the damage found. This is a final report.

Event description:
The recipient was seen at the clinic on june 12, 2019 and it was reported that the child had not been responding to sound since circa 10 days. There is no report of any accident or trauma or changes in health. The user has been re-implanted on (B)(6) 2019.

Manufacturer narrative:
The device has not been explanted. If it should be explanted, it is to be returned to the manufacturer for evaluation. When available, a device failure analysis will be submitted as a follow up report.

Event description:
The recipient was seen at the clinic on (B)(6) 2019 and it was reported that the child had not been responding to sound since circa 10 days. There is no report of any accident or trauma or changes in health. Revision surgery is planned.